Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap ventialator's sound abatement foam. The manufacturer received information alleging black particles. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a dreamstation auto bipap ventialator's sound abatement foam. The manufacturer received information alleging black particles. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service centre. There were zero error codes found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Box e, device evaluation method code, result code and conclusion code has been update in this report.